Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the physician had to reposition the vlp due to low pacing impedance and high capture thresholds which led to failure to capture. During the repositioning attempts, the helix of the vlp became stretched which was confirmed via a chest x-ray (cxr). The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.